Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi has received the distal suj for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, an error was occurring on universal surgical manipulator (usm) 3. The system was power cycled, but the error remained unchanged. The surgeon opted to disable usm 3 and continue with the operation. Two hours later, the customer called back during the procedure and stated that they had a fault on usm 3 and now it was not working again. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if they disabled usm 3 which they confirmed. The error logs showed multiple armnet 3 communication errors. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the site disabled usm 3 and completed the procedure robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 319 error was confirmed as having occurred in the field but not replicated in-house. The errors in the log were related to communication failures. The distal setup joint (dsuj) was tested on a test platform and passed all the tests.